Manufacturer narrative:
D10: (B)(6) - 02-012-47-4013 - logic cr tib insert std, sz 4, 13mm; (B)(6) - 02-010-03-0340 - logic cr femoral cem, right, sz 4; (B)(6) - 200-03-38 - one peg patella 38mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00056. The reason for the revision reported was likely due to the femoral loosening, tibial loosening and prosthesis wear. Failure of the cement used to secure the implants to the respective bone, may have lead to loosening at the cement-bone interface; however, this cannot be confirmed. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 106 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening. No further issues or complications were reported. Photos and x-rays received. The devices are not available for evaluation. No additional information is available.